Event description:
Catheter stiffener broke inside the catheter during placement of a 32 cm xpresso catheter. The dilator broke in two and the piece of the dilator inside the catheter had to be replaced.